Event description:
It was reported that the usb cable is loose and needs to be held at a specific position for the pump to charge. There was no reported impact to the customer's blood glucose level. Customer was sent a replacement cable to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.